Event description:
It was reported that the device didn¿t work anymore. There was a revision in 2010, but they didn¿t know if it worked before or after that. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2015-04531 for the patient¿s previously implanted ins.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v009195, implanted: (B)(6) 2006, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3023, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type implantable neurostimulator. (B)(4).